Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of unspecified tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported unspecified tissue injury appears to have been a result of challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip was implanted successfully. Sufficient leaflet insertion was confirmed, and the clip was deployed. The clip was still on the leaflets; however, a perforation on the anterior leaflet was observed and mr worsened. A second clip was implanted, stabilizing the first clip. Mr was reduced to 1. No additional information was provided.